Event description:
Information was received indicating that a smiths medical cadd-solis vip pump had an issue of diffusion of an antibiotic. The pump stops and indicates the infusion while half of the product remains. No alarm was detected. There were no reported adverse events.